Manufacturer narrative:
Device monitored for several days. Unit received with all operating currents within specification and passed functional testing including self test, rewind, a21 error test, basic occlusion, occlusion, prime/a33 and excessive no delivery test and displacement test. Device primed properly. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had issue with priming and rewinding, buttons did not respond, the act button especially was causing them input incorrect information and had rejected brand new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.